Event description:
Trinity std introducer / impactor handle: cup and handle got stuck together intra-operatively and could not be removed. The already impacted corin cup had to be removed and a competitor cup was implanted to complete surgery.

Manufacturer narrative:
(B)(4). Initial report. Additional information including the device lot code, whether there was any damage observed on the thread of the handle prior to attaching to the cup, whether the devices are available to return for examiantion and whether the surgeon had to ream to the next size up to implant the competitor up has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However; this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -4652 final report additional information including the device lot code, whether there was any damage observed on the thread of the handle prior to attaching to the cup, whether the devices are available to return for examiantion and whether the surgeon had to ream to the next size up to implant the competitor up was requested in order to progress with the investigation of this event, it was confirmed that another cup of the same size was implanted and that there was no damage observed on the handle. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. This failure has been reported to corin previously and as a result of the feedback from the field, a project has been initiated to research a new design. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity std introducer / impactor handle: cup and handle got stuck together intra-operatively and could not be removed. The already impacted corin cup had to be removed and a competitor cup was implanted to complete surgery.